Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received unexpected restart and external ram crc error. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that she was unable to clear the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to c13 voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a17 alarm noted during testing.